Manufacturer narrative:
(B)(6).

Event description:
It was reported that when cuff grasped and as tightened, prior to firing the needles the smartstitch jaw broke. This part was retrieved from the patient and no patient injury was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows a broken/detached grasper at distal end. The grasper was returned separately in a plastic bag. The left needle is broken and missing. The pp-connector was successfully connected to a smart stich device and the adaption performed as intended. During the functional evaluation the right needle could be extracted by using a smart stich device because the pp-connector is a single use device. The complaint was verified and the root cause was determined to be a mechanical component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.